Event description:
It was reported that the external pulse generator's casing near the atrial and ventricular connectors was cracked. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the case was cracked near the atrial and ventricular connectors. Analysis also found that the ring cover and side bail cover was broken, the ring was missing and the battery drawer was contaminated. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).